Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted to the patient's eye on (B)(6) 2015. On (B)(6) 2015, the patient returned to the surgical center, the surgeon discovered the center of the iol became cloudy. No further information was provided